Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure using a pod packing coil (pod pc), and a microcatheter. During the procedure, the physician advanced the pod pc to the target location using the microcatheter. It was reported that the pod pc was loosely packing in the target vessel and the pod pc was noted to be detached. The pod pc migrated to another branch of the vessel due to the blood flow. No additional information was provided. There was no report of an adverse effect to the patient.